Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) outer tubing overlay breached cut. Upon visual inspection, it was noted that the outer tubing of the lead was breached. Upon visual inspection, it was noted that the lead was damaged during the implant process.

Event description:
Lawsuit alleges "on (B) (6) 2006, (B) (6), md implanted a defective sprint fidelis 6949 in plaintiff (B) (6). After implanting a virtuoso pacer, dr. (B) (6) determined that the threshold was unacceptable. He disconnected the leads, removed the defective lead and implanted a new one. The second lead was also a sprint fidelis 6949." The doctor also noted that the lead had been "nicked". The lead was not implanted. No patient complications have been reported as a result of this event.